Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness, headache while using the device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 07/05/2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness, headache while using the device. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was one error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. In box d: device serviced by 3rdp, device avail. For eval and date returned was updated. In box h: device eval. By mfg, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.